Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device serial number was registered to the wrong patient and required accelerated deletion in the remote monitoring network. After deletion, the patient was registered to the correct clinic and device serial number and the caller was advised to have the patient send a manual transmission to test. Prior transmissions cannot be recovered, but new transmissions will be accessible. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.